Event description:
A customer reported experiencing a minimum fill notification while using their insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.